Event description:
The ipp device was implanted, date and surgical details not indicated. On 9/8/97 the ipp device was removed from the pt, reason not indicated. Info received on 10/31/97 indicates malfunction of the penile device, further info has not been provided.